Manufacturer narrative:
(B)(4). Information was not provided by the contact. Firing knob, damaged slip block assembly. Additional information was requested and the following was obtained: what type of procedure was the device used in? Procedure of colon. Did the device staple prior to the firing knob breaking? Yes. If the device stapled was the staple line complete? No. Did the device cut prior to the firing knob breaking? Yes. If the device cut was the cut line complete? No. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 52 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open procedure, the firing knob was stuck on the way and the firing knob was broken off at the second firing of functional end to end anastomosis on the colon. Broken pieces were removed from the patient and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.